Event description:
The dr claims that the graft, implanted for access surgery on 7/24/98, thrombosed on 7/25/98 and was surgically thrombectomized on 8/4/98. The event was resolved. The pt's condition is reported as doing well.